Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the left ventricular lead exhibited a high pacing impedance. No intervention was performed. There no were no patient consequences.